Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph7052, and no non-conformances were identified. Summary: a picture was received for analysis. Upon visual inspection of the picture, the following was observed. Three foil packets of product code vcp359, lot #ph7052 could be observed, no detached needles were noted, and no conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2020 and the suture was used. It was reported that pull off suture needle occurred during sewing. Another like suture was used to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 04/24/2020.